Manufacturer narrative:
(B)(4). Vanguard cr ilok fem-lt 70 catalog # 183032 lot # unknown, biomet cc I-beam tray 79mm catalog # 141225 lot # unknown, biomet arcom 3 peg/post size 34 catalog # unknown lot # unknown. The reported event was not confirmed as no product was received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent left primary total knee arthroplasty. Patient underwent revision of poly due to instability. No additional information is available.